Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. The customer¿s blood glucose was 307mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified, due to a different issue that was identified (damaged usb pins). The information will be used for tracking and trending purposes.